Event description:
(B)(4) since getting the essure coils implanted, I've been having heavy and painful periods, stages of lightheadedness and dizziness, sharp pains in lower abdomen, severe depression that no medication can take care of, as well as thoughts of suicide and self harm.